Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform stapler 45 was analyzed and the complaint regarding could not be recognized was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests on multiple attempts. The stapler initialized, clamped, fired, and unclamped without of logs was unavailable at this moment. No damage was found. There was no problem detected. Additional observations not reported by site: the instrument was found to have roll friction on the main tube. There is friction observed when manually rotating the main tube of the staple compared to an in-house stapler, due to the out-of-spec bushing. The instrument was found to have uncontrolled roll motion. The instrument would move along with the mtm input commands, but a lag was observed. Then the instrument would continuously move in the roll direction even after the commands have stopped. Further investigation confirms initial findings. The instrument was re-installed on an in-house system and was able to initialize and engagement on 2 of 3 attempts. On the 3rd attempt, the instrument failed to engage with the system on the roll axis. On the 2 was successful installed, the instrument was able to clamp and fire on a test foam without issue. During inspection, the main tube of the stapler was manually rotated, and major friction was observed. This increased friction is related to binding of the roll bushing as previously stated. Bushing binding is related to the ID of the bushing being too small and is a supplier manufacturing issue. The bushing binds against the main tube during rotation, leading to increased friction and engagement failures along the roll axis. The instrument was put into following and articulated through max yaw, and max pitch. Pitch and yaw motions were intuitive and moved smoothly in the direction commanded by the mtms. The roll motion was observed to be inverted. When actuating a roll motion with the mtm the instrument would roll in the opposite of the intended direction. The roll motion would also be classified as uncontrolled based on clinical development analysis of motion types, as the stapler continued to roll after the mtm directions were ceased. Improper motion is related to the degrees of offset in the roll axis detected by the system during engagement. The degrees of offset are related to the binding of the bushing increasing the friction on the roll axis. Once the sureform stapler instrument is recognized on the da vinci system, engagement gets checked. The engagement sequence runs for each installation of the instrument to ensure proper mating and transmission of force between usm carriage outputs, instrument sterile adapter, and instrument input disks. Successful engagement is detected by driving the instrument sterile adapter through a predefined trajectory. Additional hardstop verification checks are performed as part of the engagement verification to mitigate non-intuitive motion.

Event description:
It was reported that during procedure a da vinci-assisted procedure, the stapler sureform 45 instrument had recognition issue. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the instrument had a recognition issue, and the customer can not verify the lot number.